Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin. The customer's blood glucose was 63 mg/dl at the time of incident. The customer stated that they corrected the blood glucose with food and went up to 126 mg/dl. The customer stated that the food bolus was incorrect. The customer stated that the bolus estimate was adjusted. The insulin pump will not be returned for analysis.